Event description:
Healthcare professional reported injecting a patient in the oral commissures, perioral, and lips with 0.80 ml of juvéderm volbella® xc and noticed a small area of discoloration due to vascular occlusion. The patient was treated with 0.5 ml of hylenex and the area that turned pink. That evening, patient submitted a photo that showed erythema from the injection sites to the chin. The patient returned that day and was treated with 2 ½ vials of hylenex. It was noted there was ¿a hard lump like a nodule¿ in the oral commissures, ¿possible blood clot instead of nodule from bleeding.¿ the nodule was massaged and dissolved. The patient had a ¿better color but still red/maroon in color.¿ the next morning, the erythema was ¿traveling down¿ and the patient was treated with 1 ml of hylenex. Patch test for hylenex was performed, with ¿negative¿ results. The event resolved four days later.

Manufacturer narrative:
(B)(4). The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported injecting a patient in the oral commissures, perioral, and lips with 0.80 ml of juvéderm volbella® xc and noticed a small area of discoloration due to vascular occlusion. The patient was treated with 0.5 ml of hylenex and the area that turned pink. That evening, patient submitted a photo that showed erythema from the injection sites to the chin. The patient returned that day and was treated with 2 ½ vials of hylenex. It was noted there was ¿a hard lump like a nodule¿ in the oral commissures, ¿possible blood clot instead of nodule from bleeding.¿ the nodule was massaged and dissolved. The patient had a ¿better color but still red/maroon in color.¿ the next morning, the erythema was ¿traveling down¿ and the patient was treated with 1 ml of hylenex. Patch test for hylenex was performed, with ¿negative¿ results. The event resolved four days later.